Manufacturer narrative:
Updated h6: patient codes (ime/annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID pscc100 (0012783249); product type: 0609-catheter; product ID 10fcc13 (0012804385); product type: 0629-flexcath sheath; product ID 900310 (106878); product type: 3288-acq needle; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 30 minutes after a completed pulsed field ablation procedure, the patient's blood pressure dropped. The patient had no pain or discomfort. A pericardial effusion was identified and pericardiocentesis was performed, and the fluid was drained. It was noted that the patient had pericarditis. The patient's hospitalization was not extended and there was no other interventions, other than the pericardiocentesis. No further patient complications have been reported as a result of this event.